Event description:
Producedure: hernia. According to the reporter: when handle was squeezed the device would not deploy tack. No patient injury reported.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated february 8, 2010.